Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. D9: device available for evaluation - correction. G3: date received by manufacturer - additional information. G6: type of report - follow-up. H2: type of follow up - correction. H6: type of investigation - correction. H6: investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that a wire that was missing occurred. The sensor was inserted into the arm on (B)(6) 2024. It was indicated that the patient removed the transmitter from the sensor pod before removing the sensor from the body, which is misuse of the device. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire that was missing occurred. The sensor was inserted into the arm on (B)(6) 2024. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.